Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent spinal cord stimulator (scs) replacement procedure where in all devices were replaced. Additional information received that the patient was doing well post operatively. The explanted device will not be return due to hospital policy.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent spinal cord stimulator (scs) replacement procedure where in all devices were replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6).